Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease/fold measuring approximately 4.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture, material rupture a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 450cc mentor memorygel breast implants, suffered bilateral capsular contractures (baker grade IV on the right, baker grade ii on the left), post-procedure. As a result, the patient went for removal and replacement surgery on (B)(6) 2021. During the surgery, it was discovered that the right implant was also ruptured. Subsequently, the patient underwent right breast capsulotomy, bilateral capsulectomy, bilateral removal and then bilateral replacement with the following devices: (right) 485cc mentor memoryshape breast implant catalog: 3341254 lot: 9477528 sn: (B)(4) and (left) 485cc mentor memoryshape breast implant catalog: 3341254 lot: 7568877 sn: (B)(4). This medwatch form is for the right breast prosthesis.